Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6)2023, the patient reportedly went into hypoglycemic shock and their blood glucose dropped to 27 mg/dl. It is unknown what the cgm was displaying during this time. The patient's husband called for an ambulance. At the hospital, the sensor was removed from the patient's body and the patient was treated with IV fluids to increase her blood sugar level. Prior to leaving the hospital, the patient did 5-6 calibrations before they were approved to go home. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received. After doing 5-6 calibrations and prior to being discharged from the hospital, the nurse waited for the patient's blood glucose to go up and seen 160mg/dl then 200mg/dl before they approved her to go home. It is unknown which device was displaying these values. No additional patient or event information is available.